Manufacturer narrative:
(B)(4). Not reported batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up to clarify what the "error was detected in the formation of the staple line" was? Was the staple line missing staples (incomplete staple line)? Or were there staple formation issues (unformed or malformed staples seen on the staple line)? What was done to repair the staple line after "failure of the leak test"? Was there a change in the surgical procedure type (converted to an open procedure) due to the repair that needed to be done on the staple line? Was there any change in the post-operative care of the patient? Were there any patient consequences?.

Event description:
It was reported that during an unknown procedure, according to the surgeon, he had problem with the patient with the cdh29a stapler even after the recall. An error was detected in the formation of the staple line during the procedure, after failure of the leak test.